Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "screw in the cup."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (bolt) was observed inside the urine cup. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of foreign matter (bolt) with the returned photo. Bd was not able to identify a root cause for the indicated failure mode. This type of bolt is not used on the equipment that assembled the cup and lid. It is unclear if this type of bolt was introduced in the cup from the super sack of cups from the injection molding process. Bd could not determine its origin.

Event description:
It was reported when using the bd vacutainer® urine collection cup there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was a "screw in the cup."